Event description:
Lap chole - "clips were scissoring and not holding on the cystic duct." Patient status - "not yet resolved." Intervention - "days after discharge, pt presented at the ed with abdominal pain. Bile was drained from the abdomen. Pt has been under close observation."

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation and no lot number was provided. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot could not be performed as no lot number was provided.  All clip appliers undergo 100% visual and functional inspection during manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. Applied medical has reviewed the details surrounding the incident and related products. At this time, applied medical is unable to confirm that a product malfunction occurred. This document represents our final report.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.